Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged j703 connector of the distribution node pca. The cause for the damaged connector was isolated to damaged ECG "a&b" cable, which was pulled from the strain relief. The root caused for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.